Event description:
It was reported that a contour ureteral stent was used in a percutaneous nephrolithotomy (pcnl) procedure in the left kidney. During the procedure, when the physician attempted to place the stent, it was noticed that the stent was buckling and would not advance. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.